Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error and it was constantly beeping. Blood glucose value is unknown. The customer then stated that the day before her blood glucose level was 319 mg/dl and she could not treat because the display on the insulin pump was blank. During troubleshooting, she stated that the battery compartment was not corroded but she lost the battery cap when she removed it. The customer was advised that a battery cap replacement would be sent. The customer called back on (B)(6) 2013 to report that the display was blank after resetting the insulin pump. Blood glucose value was 217 mg/dl which she treated with manual injection. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.